Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that while sleeping the tubing disconnected from the round part that was inserted in the body (the tubing part ripped out). Reportedly, the detachment occurred from the quick release side of the set. The location of the infusion was lower back and the pump was clipped to the pants on the same side as site. The infusion was used for 1.5 to 2 days as a product the patient had used it for 10-11 months. The infusions were not stored in a drawer in the house. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the body. No further information available.